Manufacturer narrative:
Unit received with cracked reservoir tube lip. Unit received with blank display due to problem isolated on the motherboard. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Event description:
The customer reported via phone call that the insulin pump will not turn on. The customer¿s blood glucose was 287 mg/dl. The device will be returned for the analysis.